Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that during follow-up, interrogation communication with this device was unsuccessful. Additionally, the projected electrogram was exhibiting a rate less than expected. The field representative also reported that one day post-implant, external defibrillation and CPR had been administered. The patient was hospitalized and the device scheduled for replacement.

Event description:
Subsequently, the patient with this device passed away. No return of product is expected and no cause of death, nor product allegations have been received. Additionally, the date of death was not communicated.